Manufacturer narrative:
The lvad was successfully exchanged and the patient remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted to the hospital due to power spikes and issues with renal function. The patient's clinical symptoms observed included anemia, increasing lactate dehydrogenase (ldh) levels and "pepsi colored urine." The patient was placed on milrinone for rv function. An echo performed by the hospital revealed "severe lv and rv dysfunction" and a CT showed that the inflow conduit was positioned toward the lateral wall. A thoracotomy view confirmed that the outflow bend relief was disengaged slightly from the pump. The hospital suspected that the outflow bend relief had caused an impedance of flow and a decision was made to exchange the lvad due to suspected thrombus in the pump. Upon device explant, the hospital reported that a small portion of thrombus was noted in the inflow portion of the lvad beyond the stator. The inflow cannula and outflow graft were reportedly left in place.